Manufacturer narrative:
Per information received, it was indicated product would be returned for evaluation. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
An acumed florida branch manager reported a tray was shipped to him without a lid. Upon opening the box several instruments were lodged into the sides of the box which caused their leg to be injured as they were trying to retrieve the tray from the box.